Manufacturer narrative:
(B)(4) the carefusion field service rep evaluated the device and determined that the root cause of the reported monitored volumes issue was a faulty flow sensor and cause of the oxygen delivery issue was a faulty gas delivery engine. The carefusion field service rep replaced the flow sensor and gas delivery engine prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The alleged faulty flow sensor was not returned for evaluation however the gas delivery engine was received by carefusion on 02/24/2015 and staged for evaluation. Once the evaluation is complete a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. Prior to patient use the biomed was testing the unit and noted the monitored volumes were high and the blender oxygen delivery was out of range.